Event description:
Consumer called in to report "a sharp edge" on the catheter. Consumer said "is typical cathing routine is washing his hands then checking his catheter by running his clean wet hand hand down the length of it to check it prior to placing lube and inserting. He said he recently found one of the m14c catheters that has a "strange sharp edge, about one and a quarter inches from the tip." He said "the flaw is right on the blue guide line." He said it "felt like someone glued a grain of sand on it". He was able to hold the catheter up to the light while we spoke and said he could see a little bump like a "micro bubble on the blue guide line." He said when he noted this prior to use, he did not use it concerned it would be very painful or "put me (him) in the hospital."

Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number;reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.